Manufacturer narrative:
(B)(4). (B)(6).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted on (B)(6) 2024. It has been reported that readings were over 51% off. No data was provided for evaluation. The complaint confirmation and probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. The data investigation found a difference in values that falls within the b zone of the parkes error grid. No injury or medical intervention was reported.

Event description:
A voluntary MDR report was received on 04/24/2024. It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted on (B)(6) 2024. It has been reported that readings were over 51% off. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation found a difference in values that falls within the b zone of the parkes error grid. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). Manufacturing date - additional information - 1/1/2024 h11: additional narrative - additional information - voluntary MDR report numbers - mw5153700, mw5153701, mw5153702, mw5153703, mw5153704, mw5153705, mw5153706, mw5153707.